Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. On (B)(6) 2015 the abutment was removed, the site was treated with silver nitrate and the patient was prescribed oral antibiotics (duration not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient's abutment was removed in (B)(6) 2015 (exact date not reported) and the site was sutured closed. The implanted device remains. (B)(6). This report is filed february 10, 2016.

Manufacturer narrative:
(B)(4). The implanted device remains.